Manufacturer narrative:
It was reported that the balloon lost pressure upon contact with the procedural sheath; however, the device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1522501) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon ruptured upon contact with the procedural sheath on pullback. There was no calcification present at the time of the angiogram. A second mynx vascular closure device was used successfully. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Sheath size: 6f vessel location: peripheral.